Manufacturer narrative:
As reported, a 5mm x 2cm x 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was used with a non-cordis guidewire as pre-dilation; however, the pressure went down when it was inflated at eight atmospheres (atm) during the third inflation. Therefore, it was removed from the patient and confirmed that the saline leaked from the shaft part. The procedure was completed with an unknown drug-coated balloon catheter. There was no reported patient injury. The lesion was the superficial femoral artery (sfa) which had stenosis. Additional procedural details were requested but are unknown. One product was returned for analysis. A non-sterile saber rx 5mm x 2cm 155 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon appears to have been previously inflated. The unit was thoroughly inspected at naked eye and no anomalies were observed. Per functional analysis, balloon inflation testing was performed. Balloon was inflated successfully at 16 atm (device¿s rated burst pressure) with the inflator device, neither a leakage nor a burst was observed on the balloon or the body/shaft of the device. A product history record (phr) review of lot 82168345 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft leakage - in-patient¿ was not confirmed through analysis of the returned device. The exact cause cannot be determined. During functional analysis the balloon was inflated to 16 atmospheres, (its rated burst pressure) and no anomalies were noted to the balloon catheter. The device performed as intended as no leakage or burst was noted. Therefore, it is difficult to draw a clinical conclusion between the device and the event reported. It is likely handling of the device and procedural factors contributed to the reported event. According to the instructions for use, which are not intended to mitigate risk, ¿preparation 1. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 2. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 3. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. 4. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 5. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. 6. Without twisting, slide the forming tube off the balloon. 7. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. 8. Purge the air from the inflation device. 9. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82184416 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5mm x 2cm x 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was used with a non-cordis guidewire as pre-dilation; however, the pressure went down when it was inflated at 8 atmospheres (atm) during the third inflation. Therefore, it was removed from the patient and confirmed that the saline leaked from the shaft part. The procedure was completed with an unknown drug-coated balloon catheter. There was no reported patient injury. The lesion was the superficial femoral artery (sfa) which had stenosis. The device will be returned for evaluation. Additional procedural details were requested but are unknown.